Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: there was one pump reboot event observed in the pump's black box. The pump's battery compartment was found to be cracked and chipped. The battery cap threads were stripped and the battery cap was unable to maintain an electrical connection with the pump. The power loss and pump reboots were duplicated with the returned battery cap. A test cap was used and the pump was able to power on properly with no alarms. The pump was exercised for 24 hours with no power interruptions observed. A test cap used for testing purposes. Pump powers on normal with no alarms. Pump exercised 24 hours with test cap with no further power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.